Event description:
It was reported that the rotor stalled after two years. The pump was replaced. It was noted there was no injury. The patient outcome was reported as "ok, after new implant". Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced withdrawal symptoms. It was noted that the stall did not recover; the cause of the stall was unknown. There were no printouts available. The drug in the pump was morphine; hospital made.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion; gear train anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.